Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of atypical low voltage and power cable disconnect alarms was confirmed via the provided log file. The log file captured several atypical powers cable disconnect and low voltage advisory alarms from (B)(6) 2024 to (B)(6) 2024. The alarms appeared to have been caused by the voltage within the white cable fluctuating below the alarm thresholds. A low voltage hazard alarm was also observed when the black power cable was disconnected from power during a power source exchange while the power cable disconnect fault condition was active within the white cable. The alarms resolved when power was restored to the system, and no other notable events were observed. The pump operated as intended throughout the data. The returned system controller (serial number (B)(6)) was functionally tested and performed as intended. Atypical events and alarms were unable to be reproduced throughout all testing, and the root cause of the observed voltage fluctuations in the log file, causing atypical low voltage and power cable disconnect alarms to occur, was unable to be conclusively determined through this analysis. Review of the device history record for system controller, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 patient handbook (section 5 ¿alarms and troubleshooting¿) instructs users on how to resolve alarms that sound from their system controller, including low voltage and power cable disconnect alarms. The heartmate 3 patient handbook (section 10 ¿safety checklists¿) instructs users to regularly inspect their equipment, including their system controllers, and to avoid using equipment that appears damaged. Users are encouraged to replace any equipment that appears damaged. The heartmate 3 patient handbook (section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient went from their primary controller ((B)(6)) to their secondary controller ((B)(6)). The patient sent their primary in for log file extraction. It was said that all was good with the controller. The secondary was then their primary ((B)(6)) and primary their secondary ((B)(6)). In (B)(6) 2024, the patient had another alarm and switch again. They came in and the site gave them a new primary controller ((B)(6)). The site was unable to clarify why log files from controller (B)(6) were not provided. The no external power alarms occurred on (B)(6), and it was confirmed that controller (B)(6) remained with the patient.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that in (B)(6)2024, the patient had a backup battery (bb) fault alarm. The patient went onto their backup system controller and sent in their primary for check as they were not close to the hospital. Log files were sent in, and it was reported back that they didn't need to send the controller in, and that it could be given back to the patient. The patient reported multiple no external power alarms. The patient went back onto their backup (old primary, without informing ventricular assist device coordinators) and the alarm continued to say bb fault. Just before the patient came in, they went back onto their secondary controller. Log files from both controllers were pulled, and the patient was given a new controller. The event log file for backup (B)(6) captured some random power cable disconnect events along with a few low voltage hazard events. These occurred on battery power and were captured only on the white power cable lead of the controller. It appeared there may have been a weak connection between the battery clips and batteries or maybe at the power lead connector. The dates in the log file were not current as it showed data back from (B)(6)2024. The patient was stated to be good in stable condition. The reason for the alarms was not identified and or resolved. The alarms resolved by changing the controller.